Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced a with non-abbvie device.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced a with non-abbvie device

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced a with non-abbvie device.

Manufacturer narrative:
Correction: cont a.2. -year of birth (B)(6).

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced a with non-abbvie device.